Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017 with blood glucose value of 500 mg/dl. Customer¿s blood glucose value at time of admission was 600 mg/dl and current blood glucose value was 167 mg/dl. The customer was treated with the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was completed but did not perform high pressure test due to not having a tubing clamp. The insulin pump will not be returned for analysis.